Manufacturer narrative:
This report is submitted on june 22, 2017.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was administered oral antibiotics on (B)(6) 2017 for a duration of one month. The implanted device remains.